Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited elevated pacing threshold. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.